Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported loss of access issue as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an medwatch form was received through fdas medwatch program. A retrospective observational study was conducted at a large university hospital from january 2017 to october 2024 in a surgical setting, utilizing six mobile surgical c arm fluoroscopy units. A total of 832 fluoroscopy guided cvc procedures was performed in 510 patients, indicating that many children required multiple catheter insertions or replacements during hospitalization, commonly due to access loss, local inflammation, or other complications associated with chronic disease and prolonged treatment.